Event description:
The customer reported that the device would not synchronize. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not synchronize. There was no report of pt impact or involvement. Philips evaluated the device and there was no malfunction. The customer was provided with info related to successful synchronization of an ECG. There was a user misunderstanding of the device with regard to obtaining a synchronized ECG.